Event description:
Information received regarding the explanted device notes that a lead repositioning was scheduled to "arrest epidermal scraping" but during the procedure, capture and sensing thresholds were less than nominal. Body fluid was observed inside the lead insulation. Subsequently, the lead was replaced.